Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported on (B)(6) 2024 by the clinical diabetes specialist (cds) that the user's healthcare provider (hcp) called and inquired about a low glucose event that required the paramedics to be called. The user is in a group home living situation. The caretaker reported to hcp the is reporting low glucose events on (B)(6) 2024. When looking at the continuous glucose monitor (cgm) report, no low is noted in the blood glucose (bg) readings. The user/caregiver were followed up with a minimum of three times without success.